Event description:
The customer contacted stryker to report that their device shuts down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A third-party service provider evaluated the device and the reported issue was able to be verified but was unable to be duplicated. It was determined that the user was switching between batteries and that battery 1 has not been recognized at boot twice. A specific root cause could not be determined. This issue was resolved for the customer by clearing the error codes and completing the routine maintenance. The device passed functional and performance testing and was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shuts down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.